Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iuniht) fractured. The fractured piece was removed with no damage to the implant.

Manufacturer narrative:
This report is being submitted to relay additional information to supplement MFR- 0001038806-2018-00959. The reported product was received at zimmer biomet for investigation. It was determined that the product is not a zimmer biomet product. The manufacturer of the device is unknown. As zimmer biomet is not the manufacturer of the product, an investigation will not be completed and no further reports will be submitted regarding the reported event.

Event description:
No further event information available at the time of this report.